Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01653, 3005168196-2018-01655.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician felt resistance and was unable to advance two ruby coils out of the tip of the lantern and, consequently, the pusher assemblies of the ruby coils became kinked. The physician, therefore, removed the ruby coils and the lantern and completed the procedure using new coils. There was no report of an adverse effect to the patient.